Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited programming anomaly and mode switch episodes. No intervention was performed. The patient would continue to be monitored.